Manufacturer narrative:
Evaluation of the returned device showed the enclosure is dirty with minor wear and tear of the paint. Air detector mount blocks and tri-fold door is missing. Line cord is worn. Faulty membrane switch. Wear and tear from pushing the buttons. The original DHR is no longer applicable as the device was manufactured in 2015. The results of the investigation do not implicate a service process. The root cause was determined to be a faulty membrane switch. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is not powering on. No patient injury has been reported.